Manufacturer narrative:
Phone number (B)(6). Conclusion: this event is being reported in an abundance of caution due to admission with medical intervention (antibiotic treatment). There are no signs of infection to date and the device remains implanted. Based on limited information, including no identification of the relevant lot number, a relationship between the event and the artia could not be determined. Due to lack of information, artia as a contributing factor cannot be ruled out. Multiple attempts to obtain additional information are being made, including the identification of the lot number and clarification of clinical details. To date, the lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. Should additional information be reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that a patient has developed red patch on breast where the artia has been implanted. Patient has been admitted, antibiotics started, but no sign of infection present. Patient is well with no adverse symptoms other than the red patch on breast. The artia remains implanted.

Manufacturer narrative:
Internal investigation into artia lot up100151 included a review of the reported information, review of the device history records, and a review of the complaint history records with no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was aseptically processed, terminally sterilized within the process parameters and met all qc release criteria. As of 19/feb/2019, all (B)(4) released to finished goods have been distributed with 2 devices reported as implanted. Based on the results of the investigation with no remarkable findings, a relationship between the artia and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
This is a follow up #2 to report additional information received from the distributor including relevant lot number and patient information. As reported in the follow up #1: this is a follow up #1 to report updated information received from the surgeon on 15/jan/2019 that event was unilateral "arrow" and it occurred a week after the surgery. The patient is doing well. As reported in the initial: it was reported that a patient has developed red patch on breast where the artia has been implanted. Patient has been admitted, antibiotics started, but no sign of infection present. Patient is well with no adverse symptoms other than the red patch on breast. The artia remains implanted.

Event description:
This is a follow up #1 to report updated information received from the surgeon on (B)(6) 2019 that event was unilateral "arrow" and it occurred a week after the surgery. The patient is doing well. As reported in the initial: it was reported that a patient has developed red patch on breast where the artia has been implanted. Patient has been admitted, antibiotics started, but no sign of infection present. Patient is well with no adverse symptoms other than the red patch on breast. The artia remains implanted.

Manufacturer narrative:
As per b5, the patient presented unilaterally with redness and is doing well now. The artia device remains implanted. The conclusion remains the same. Based on limited information, including no identification of the relevant lot number, a relationship between the event and the artia could not be determined. Due to lack of information, artia as a contributing factor cannot be ruled out. To date, the lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. Should additional information be reported, a follow up adverse event report will be submitted.